Manufacturer narrative:
(B)(4). Concomitant medical products: head/ pn 00801803202 / ln 61589265, liner/ pn 00630505832/ ln 61231024, shell porous with cluster holes 58 mm/ pn 00620205822/ ln 61583270. Reported event was confirmed with operative notes and x rays provided. X-ray review and assessment demonstrated that the patient had significant lumbar spine issues with a spine to pelvis fusion which is a known risk factor for dislocation. With that current spine issue as well as his diagnosis of parkinson¿s, this certainly may be contributing significantly to his instability. Revision op notes demonstrated that the patient was revised due to instability, elevated metal ion levels, and metallosis. Fluid collection was identified in the MRI. Ho was identified along the cup. After head was removed, corrosion was identified on the trunnion and inner surface of the head. Cup and stem well-fixed. Head, liner, and locking ring replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-01962, 0001822565-2017-01963, 0001822565-2019-04296.

Event description:
It was reported that a patient dislocated approximately seven years post operation and required a closed reduction. Patient again dislocated a second and third time which also required closed reductions. Subsequently, patient underwent a hip revision surgery due to recurrent dislocation and instability. No further event information available at the time of this report.